Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Was the surgicel product left in place? 9. What method was used to apply to surgicel? 10. Were cultures performed? If yes, results? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vaginal natural orifice transluminal endoscopic surgery of total hysterectomy procedure on an unknown date and absorbable hemostat was used. During an interview between the sales rep and a physician, the sales rep heard that a patient who had used absorbable hemostat in a recent operation performed by a separate surgeon the other day, had become infected, and likely a few days after the surgery, the patient developed a fever and an abscess due to suspected infection. The absorbable hemostat was used in the vaginal stump. The patient improved with the antibiotics infusion. There will be no reoperation. The physician interviewed by the sales rep was not involved in the operation, so he doesn't know how much of the absorbable hemostat remained, and he doesn't know if the infection was caused by absorbable hemostat. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Additional information was requested, and the following was obtained: the patient developed a fever two days after surgery, and a douglas' pouch abscess subsequently developed. The condition improved with antibiotics intravenous drip, and no further re-operation was required. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? The patient was middle-aged and elderly female with no previous medical history 2. What the date of index surgical procedure? The surgery was performed in early september (around (B)(6)). 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. The patient was middle-aged and elderly female with no previous medical history. 4. Was the surgicel product left in place? At the end of the surgery, a 1cm square piece of surgicel that was located at the vaginal stump was cut into approximately four pieces and used on the vaginal wall and left in place. Any other surgicel that had been used during the surgery was removed. 5. What is physician¿s opinion as to the cause of this event? Doctor's comment: the causative bacteria was actinomycetes. Antibiotics treatment will be continued long-term by visiting a doctor. Surgicel is being used as usual, so it is unknown whether the product was the cause. The event could have happened whether or not it was used. 6. What is the patient¿s current status? The patient was hospitalized for approximately three weeks, and although this was extended, she was recently discharged. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a3a corrected information: h 6. Type of investigation additional information was requested, and the following was obtained: ¿ please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? => age: middle-aged woman; gender: female; weight: unk; bmi: unk ¿ what the date of index surgical procedure? => approximately (B)(6) 2025 ¿ what were the diagnosis and indication for the index surgical procedure? => indication: notes procedure (specific diagnosis not provided) ¿ please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. => no known pre-existing conditions; no allergies reported; no past medical history provided; treatment for event: intravenous antibiotics, continued oral antibiotics post-discharge; dose/frequency: unk. ¿ what was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? => used prophylactically at the vaginal cuff ¿ was the surgicel product left in place? => yes, approximately four pieces (1 cm squares) were left in place at the vaginal cuff ¿ what method was used to apply to surgicel? => surgicel was cut into small pieces and gently placed at the vaginal cuff ¿ were cultures performed? If yes, results? => yes, cultures identified actinomyces species ¿ what is physician¿s opinion as to the cause of this event? => cause is unclear; infection may or may not be related to surgicel use ¿ was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? => no alleged product deficiency ¿ what is the patient¿s current status? => patient discharged after approximately 3 weeks of hospitalization; currently on long-term antibiotic therapy and outpatient follow-up ¿ what is the users experience w/ surgicel and other hemostatic agents? => surgicel is routinely used; no prior issues reported the following information was requested, but unavailable: ¿ was there any intraoperative concurrent use of other products? => unk ¿ what is the lot number? => unk this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.